Event description:
In march 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch fasttake meter was giving the error 2 message and the battery symbol was displayed. The reported meter had been displaying the battery symbol for three to four days prior to the event, and the patient was unable to obtain a blood glucose result on the reported meter. On march 21,2006 at 7:00 pm the patient attempted to test his blood glucose level befored eating dinner but got the error 2 message. At this time the patient was not experiencing any symptoms of high or low glucose levels.the patient noted his evening meals had been delayed due to preparations for a trip. He took his usual dose of insulin,and then started to become disoriented.because of this symptom,the patient's wife contacted emergency services. The paramedics arrived and tested the patient's blood glucose level to be 26 mg/dl, and he was treated with glucose, orange juice and encouraged to eat a meal. The patient was not hospitalized.the patient takes humalog insulin 10 units before each meal(breakfast, lunch and dinner) and 40 units of an unspecified insulin at night. He has been taking insulin for two months, and does not adjust the dose based on meter readings.the patient did not have a meter on the day of the event;however since then he has been using his brother's meter. The patient's expected fasting blood glucose level is 150 mg/dl, and results obtained during the day range from 95 mg/dl to 180 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct,the correct test strips were being used and were in good condition. The meter,test strips and control solution were replaced. This complaint is being reported as an adverse event because the patient was unable to get a quantitative blood glucose result, took insulin, and became hypoglycemic for which he received treatment.